Event description:
The o ring on the flow sensor adaptors on vela ventilators are not flush creating a slight lip which causes an air leak. Error message "circuit disconnected". Bio med states new vela vent flow sensor adaptors do not last as long as the older models. This problem is happening about every 2 months causing the o ring to be replaced. When adaptors are purchased separately they seem to last longer than the ones that come with the ventilator.